Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call of keypad anomaly. The customer is not able to clear the alarms that are present, due to an unresponsive keypad. The customer's blood glucose at the time of incident was unknown. The customer was advised to discontinue use of the device, and that it would need to be replaced. The device is being returned for analysis and being replaced.